Event description:
Non coring needle with 10 inch tubing leaked when used.

Event description:
Add'l info rec'd from MFR 4/30/02: the enclosed MDR report was forwarded to co in error. Triad medical does not MFR this product or any similar product.